Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found smiths tampered seal label was missing and a bubbled dso (downstream occlusion sensor) seal. The customer stated problem was duplicated multiple times during functional test. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's reported problem was repeated, duplicated multiple times during functional test. It was noted that the air detector sensor was defective and inoperable and was the cause of the reported issue. Service replaced air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm. No adverse effects were reported.